Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One navigator certain implant mount was returned for inspection. The product shows signs of wear consistent with use, and it was noted that the bottom hex feature is fractured and caught in the mount screw threaded region. The product could not be functionally tested in this condition. The complaint and malfunction was confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the mount (msgiiml) would not disengage from the implant during placement. The mount was eventually removed with excessive force and the procedure was completed. The implant remains in the patients mouth correctly.